Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6 & h10. An event of leaflet prolapse of a trifecta gt valve was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 19mm trifecta gt valve was implanted in the patient's aortic position. On (B)(6), 2020, the patient was hospitalized in an emergency due to acute heart failure. Leaflet prolapse was observed in an echocardiogram. Considering the patient's age, etc., re-operation will not be performed. The surgeon attributed the issue to the structural valve deterioration of the trifecta gt valve in an early stage after the implant.